Event description:
The needle kinked distally and the needle could not be fully retracted. No adverse effects to the patient have been reported as occurring. Additional information was received on 06-aug-2021 confirming that the needle kinked distally and the needle could not be fully retracted.

Manufacturer narrative:
510(k)#: k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
510(k)#: k142688. Device evaluation: complaint device was not returned therefore a document based review will be performed. Document review including IFU review: prior to distribution, all echo-hd-25-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-25-c of lot number c1802569 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1802569. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause for the customer complaint could not be determined from the available information. A possible root cause could be attributed to the needle getting kinked when advancing the needle for the biopsy, it is possible the actual lesion was hard leading to the distal end of the needle to kink. This could explain the resistance felt when retracting the needle. Summary: complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.